Manufacturer narrative:
The main component of the system and other applicable components: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a trial patient. It was reported that the patient had pain at the nerves on the right side. The patient stated she had pain prior nut thought the procedure might have aggravated the nerves. She called her doctor and he switched her to the other side. It was further reported that the patient was in pain and thought the lead may have migrated and they had multiple bowel movements. They patient also had back pain. Additional information received from the doctor reported that the pain resolved when the ¿illegible¿ was turned off.